Manufacturer narrative:
(B)(4).

Event description:
Low impedances were reported just prior to replacing the neurostimulator (due to a depleted battery). Electrode pair 0 and 1 (left hemisphere) showed an impedance measurement of 32 ohms. The pt experienced no known symptoms. The neurostimulator was replaced and all impedances were within normal limits (at 3.0 v). No other problems were identified. The neurostimulator was programmed with settings provided by the pt's neurologist. It was noted that the pt's device had been programmed with notably high settings both before and after replacement.